Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a patient was treated in 2021 with two zta-p-46-233 (complaint device) and a carotid subclavian by-pass for a thoracoabdominal aneurysm with renal insufficiency (one kidney). A computed tomography (CT) scan (most likely (B)(6) 2024) showed a hole in the most proximal zta-p-46-233 (unclear which lot number). The hole was in the distal part of the arch-isthmus in a huge aneurysm and near a stent. No calcification was seen. The hole in the graft provided blood to the aneurysm, which had ruptured, and bleeding was present in the pleural cavity. The patient was treated with a gore tag 45-200 stent graft relining the previous implant and chest drainage for the heamothorax. Review of the device history record gave no indication of the device being produced out of specification. An imaging review has been performed by an imaging expert on (B)(6) 2024 based on CT angiography images 3 years post index procedure. Per imaging review findings, there was an endoleak extending from the proximal zta-p into the left pleural space through the aneurysm sac resulted in a large left hemothorax. There was one definite type iii leak and a possibly a second. The more proximal leak was definite because all the leak flowed distally. Slightly more distally, the leak contacted the endograft fabric. However, because the leak did not enlarge, it likely was merely contacting the fabric rather than being augmented through a second hole. The proximal leak was associated with calcification and fabric folding. It was adjacent a stent wire. The second potential site was associated with fabric folding and a stent apex. The sealing stent was distal the lsa (left subclavian artery) origin. Because the lsa was deliberately occluded and bypassed distally, the original location sealing stent location would have been well proximal its location at rupture. Because the lcca (left common carotid artery) origin was bovine (normal variant of the lcca origin from the ia (innominate artery)), the original sealing stent location could have been implanted as proximal as the ia trailing edge. The bare and sealing stents and to a lesser degree the sealing and second mainbody stents were crowded along the outer aortic curvature. These findings indicate that the stents had subsided distally from their original implanted location along the outer aortic curvature and possibly to a lesser extent along the inner curvature. The aorta was abnormally thickened in the proximal seal zone. The distal seal zone was also abnormally thickened. Although a type I endoleak was not observed across either sealing stent, the aortic wall thickening constituted thrombus that could transmit endotension. By query, the seal zone was likely diseased to begin with and distal movement was the result of poor fixation substrate (atheroma/clot). The hole probably was later than the migration. Per imaging review impression, the leak could have originated from a stretched suture hole or from friction with the adjacent calcification. Distal endograft subsidence and the potential for aneurysm growth through endotension indicates that increased endograft motion with arterial pulsation was likely. This would have made suture hole stretching or a hole created by friction more likely. Furthermore, IFU (instruction for use) prescribed imaging follow up was likely not completed. Otherwise, given the massive aneurysm, the distal subsidence and thrombus containing seal zones would have likely been earlier addressed. Per IFU, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Per IFU, graft material wear, component migration, aneurysm enlargement and rupture are adverse events associated with either the zenith alpha thoracic endovascular graft or the implantation procedure that may occur and/or require intervention. Per IFU, imaging guidelines states that annual imaging follow-up should include thoracic device radiographs and both contrast and non-contrast CT examinations. Furthermore, the zenith alpha thoracic endovascular graft is not recommended for patients who are unable to undergo, or will not be compliant with, the necessary preoperative and postoperative imaging and implantation studies. All patients should be monitored closely and checked periodically for change in the condition of their disease and the integrity of the endoprosthesis. Based on provided information, imaging and IFU, the hole in the graft material was likely caused by a combination of the sealing stent migrating distally, causing folding of graft material near a stent wire and a calcification site in the aorta. This ultimately led to one hole in the graft material. The distal migration of the sealing stent was likely caused by an initial diseased seal zone (poor fixation substrate with atheroma/clot). It is assessed in the imaging review that distal migration and thrombus in the sealing zones might have been caught earlier if the IFU-given imaging guidelines were followed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the customer report that one these protheses were with holes, the patient was hospitalized with haemoralgia.

Event description:
Additional information received 23sep2024: date of the procedure was (B)(6) 2024 (1st procedure (B)(6) 2021). Strong suspicion at the preop CT scan that there were holes in the zta-p-46-233 stent graft. The hole at the CT scan apparently was in the distal part of the arch- isthmus, lateral curve, near a stent. Apparently one hole in the graft. There was no calcifications. The hole is on the aortic anatomical curvature of the isthmus in a huge aneurysm. The hole is in the graft and in the aneurysm with aortic wall rupture and bleeding in the pleural cavity. The patient was treated with a new tevar relining the previous implant and chest drainage for hemothorax.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.